Event description:
It was reported on (B)(6) 2026 that the patient¿s infusion set cannula got detached due to little glue.

Manufacturer narrative:
E1: patient city : (B)(6).patient country: spain. Zip: (B)(6). Name: (B)(6).country: united states of america.street: (B)(6).city: (B)(6).state: (B)(6).zip code: (B)(6).based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545.manufacturing site: 8021545.